Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused heparin. The patients partial thromboplastin time (ptt) was 46 and the patient had received a bolus of 2500 units at 1010 and a rate increase from 39ml/hr to 41ml/hr. Bolused patient 5000 units of heparin and increased rate from 41ml/hr to 45ml/hr. The reporter read the pump and noted that the heparin bag had not been changed since 0345 that morning. Patient should have received 700ml of heparin. A new bag of heparin/tubing was started. On customer assessment of pump, it was running, however there were some kinks in the tubing, but the pump was not alarming. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log (ehl)found heparin infusions programmed and continually updated through to the date of (B)(6) 2020. The set was last loaded on (B)(6) 2020 at 15:36 before the reported event date. The suspected infusion was started at 05:06 with a rate of 39ml/hr and vtbi of 150ml. The vtbi was changed at 08:47 to 500ml at 15:10 the rate was changed to 41m/hr with a bolus of 100ml/hr for 30 minutes. The infusion was completed at 20:34. Another infusion was started at 20:40 with a rate of 41 ml/hr and a vtbi of 500ml then changed to 400ml. The rate was changed at 22:15 to 45ml/hr with a bolus of 200ml/hr for 30 minutes. At 22:39 a downstream occlusion occurred three times in a row. At 22:42 another downstream occlusion occurred. The infusion was stopped at 23:28 by the user. The ehl review does indicate that the device was alarming for downstream occlusion during this programmed infusion. The device was tested for both upstream and downstream occlusion detection and found to be operating within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Evaluation inadvertently missed testing the device for flow accuracy and therefore could not verify if the device was found to be under infusing as reported. The pump is no longer in its as received condition but will be required to pass all calibration and testing prior to being returned to the customer. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.